Event description:
The distal cover was noted to be missing upon completion of the therapeutic procedure and the scope had been removed. An esophagogastroduodenoscopy (egd) was performed and the egd scope was used to retrieve the cover. Olympus received further information from the customer indicating that the distal cover was not damaged and that no anti-fog agent was applied to the scope lens. Lubricant was used on the scope. The customer also ensured the distal cover did not come off after it was attached, that there was no damage, and that the distal cover was pushed firmly in place.

Manufacturer narrative:
This report is being supplemented to correct the previous reporting decision of malfunction only to serious injury and add information in the b5 that was inadvertently left off in the initial MDR. Please see updates to b1, b2, b5, h1, h6, and h10. Based on the provided lot number for this device, the UDI is currently unknown. This report has been submitted by the importer under this MDR report number 2429304-2023-00327.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is likely that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover easily detached from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to e2, e3, g2, and h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6, h7 and h9 to include information that was inadvertently not included in the previous submissions.

Event description:
The sales representative reported to olympus, the single use distal cover fell off the scope into the patient, but it was not mentioned where in the patient it fell off. The procedure was an endoscopic retrograde cholangiopancreatography. The cover was retrieved using an esophagogastroduodenoscopy scope. The procedure was completed with no delays within 80 minutes using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the cap was thrown away. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.